Event description:
It was reported that the pt's audiologist called to report that testing measures carried out on (B) (6), 2009, showed all electrode channels reading hi and the ground path could not be measured. Parents of the child indicated that they thought the implant has been intermittent for several months. When the audiologist was asked to export the date, it was discovered that they were operating in an old version of cistudio+ and using an older dib. They were instructed how to enter studio 2.02 and asked to re-measure. Unfortunately when the files were sent, it was discovered that they measured in demo mode. However, a review of previous records indicated that there has been an increase in electrode impedances since 2006. Coupled with the child's report to the parents that the implant was uncomfortable and the child was refusing to wear the processor, it was recommended that this child discontinue use until this could be investigated further. Looking at viable measures (not due to demo mode) there has been an increase in impedances from 2006.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.